Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient had been off of coumadin, aspirin and plavix for 6 months due to gi bleeding. The patient's ldh and bilirubin were very elevated and it was discussed with the patient for a high risk explant with mitral valve repair. The procedure performed was vad explant and mitral valve repair. The pump contained a confirmed ring thrombus around the inflow stator. The patient was explanted for recovery.